Manufacturer narrative:
H10: the lot no for the device was provided, therefore a lot history review was performed. The sample was returned to the manufacturer for evaluation. A photo were provided for review. The investigation is identified for the peeled / delaminated and unraveled material during evaluation. The definitive root cause is unknown. The device is labeled for single use. H11: h6 (method, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that the model at75204 pta balloon dilatation catheter alleged unraveled fibers. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient's age, sex and weight were unknown.

Manufacturer narrative:
The lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for evaluation. A photo of the malfunction was received. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that the model at75204 pta balloon dilatation catheter alleged unraveled fibers. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient's age, sex and weight were unknown.